Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient hospitalization and patient outcome were not reported. The patient was treated with an unspecified drug for the event. The peritoneal dialysis was withdrawn. The reporter declined to provide additional information.

Manufacturer narrative:
Date of event: the event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.